Event description:
The customer complained on a clinimacs® cd34 cell selection which had to be stopped because the fluid path of the tubing set used was potentially blocked. Especially the bubble trap couldn't be filled. The customer further described that no clamps were on the machine and that all connections of the tubing set were secure. In addition, the device ran the day before without any problems so that a hardware problem seemed to be rather unlikely. During hotline call with miltenyi biotec inc. The customer was further instructed to use another spare tubing set to restart the cell separation. As a result the second process ran fine and therefore the cellular material could be processed. As a result, any risk for the patient could be ruled out. (B)(4).